Event description:
The facility reports while positioning the hoist for a lift, the resident moved too close the spreader bar, bruising her cheek. MFR.rep. No. Exp01/094

Event description:
The facility reports while positioning the hoist for a lift, the resident moved too close to the spreader bar, bruising their cheek.